Event description:
(B)(4). It was reported that post a stenting treatment procedure, vessel occlusion occurred. In (B)(6) 2009, the patient presented with stable angina. The 14mm x 3.25 mm, 80% stenosed target lesion was located in the mid right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 3.50 x 18/20 mm study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient was hospitalized with 100% stenosis of the mid rca. Five days later, the patient underwent target vessel revascularization of the mid rca with the placement of a drug eluting stent. The event was considered resolved without residual effects. The patient was discharged twelve days later.

Event description:
Same patient as MDR # 2134265-2012-07229. It was further reported that during the index procedure, the target lesion was pre-dilated with a 3.0 x 12 mm apex balloon and a type b dissection occurred. The dissection was treated with the study stent with good result. The patient presented for the tvr event with symptoms of ischemia and that there was in-stent restenosis in the mid rca, at the distal edge of the stent.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target vessel revascularization in (B)(6) 2011, was a difficult recanalization of the proximal right coronary artery (rca). Following guide wire recanalization and predilatation, a 2.75 x 32mm promus element stent was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).